Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The analysis results found that the device was returned in good condition. Upon inspection, visual characteristics and the functional ones make this device acceptable to work normally. As conclusion, this device worked as intended on testing.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure and absorbable straps were used. The device fired three straps, but none of them attached to the fascia. The procedure was completed using a competitor's device. There were no patient consequences.